Manufacturer narrative:
Patient weight unknown / not provided. Brand name unknown / not provided. Device information unknown / not provided. Zimmer biomet complaint number (B)(4).

Event description:
It was reported that an unknown biomet screw fractured inside of an implant (xifnt411). The doctor was unable to remove the screw and as a consequence had to remove the implant.

Manufacturer narrative:
One osseotite implant was returned for inspection. A visual inspection revealed signs of wear and debris about the threaded region and collar. The internal drive feature was confirmed to contain the reported fractured screw, which was too badly damaged to be removed. The alleged complaint is confirmed. A root cause for the complaint could not be determined.

Event description:
No further event information available at the time of this report.